Manufacturer narrative:
The reported event of variation in p-r interval was confirmed. Based on the review of the session records, the event was caused by variation in sensing timing. The device was performing as specified.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with a diagnostic marker anomaly. No changes or patient symptoms were reported.